Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history due to out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was recalibrated to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). There is an ongoing CAPA investigation, mdq-CAPA-0224 associated with this report. (B)(4).

Manufacturer narrative:
The following information was inadvertently omitted from the previous medwatch. The device has not been previously sent into service for the reported condition of failure code 810:11. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During review of the event history by baxter service it was determined that a failure code 810:11 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.